Manufacturer narrative:
This alleged failure mode poses a low risk to a patient because the issue was observed when the companion hospital cart was not supporting a patient. The companion hospital cart will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The syncardia companion hospital cart is a large cart with wheels into which the syncardia companion 2 driver docks. It is intended for use in the hospital during the temporary total artificial heart (tah-t) implant procedure and subsequent recovery. The companion hospital cart was not supporting a patient. The customer, a syncardia certified hospital, reported that the ground pin in the hospital cart was damaged and prevented the power cord from locking into place.

Manufacturer narrative:
Visual inspection and physical observation confirmed the customer-reported issue of a damaged ground pin and thus the inability of the ac power cord to be locked into the companion hospital cart. The cause of the ac power cord not being able to lock into the hospital cart was due the power entry module missing the ground pin, which was stuck in the ac power cord. The root cause for the missing/damaged ground pin cannot be conclusively determined; however, it is likely caused by the locking mechanism not being disengaged (by pushing the button down) when removing the power cord. This is further supported by the ground pin being stuck in the returned ac power cord. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation and is closing this file. (B)(4) follow-up report 1.